Manufacturer narrative:
Since the part will not be returned, the investigation team was not able to conduct any analysis on the part. Since the lot number is not legible on the part, a review of the device history records could not be conducted to check for manufacturing defects. If part returns or if lot number is sent by the customer, this investigation will be re-opened.

Event description:
It was reported that a revision surgery was performed due to implant fracture.